Manufacturer narrative:
Additional information added to h3,h6 and h10: h10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a prismaflex st150 set was observed to have an external fluid leakage from the upper part of the filter during priming. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted. Prismaflex st150 set ckt has been temporarily approved for use in the us under emergency use authorization eua(B)(4). To deliver crrt to treat patients in an acute care environment during the covid-19 pandemic.